Event description:
The report we received from our affiliate indicated that during embolixation of a cerebral aneurysm, the 3rd coil being placed stretched and broke during attempts to reposition it. The physician was attempting to bring the coil back into the microcatheter in order to reposition the coil, and as per the reporting affiliate, a one relation between the coil nad the micorcatheter was verified on flouro prior to this withdrawal. However, although no resistance was noted, the coil did not respond; it stretched and then broke down at the level of the gripper and stayed in the carotid artery. The physician attempted to retrieve the broken soil with a snare, but was unsuccessful. The product is not available for evaluation and testing.